Event description:
The manufacturer was notified about a voluntary field safety notice/recall related to the sound abatement foam in specific CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report stating that a customer claimed the dreamstation auto CPAP device caused them to fall asleep while driving, resulting in a car accident. This is in connection to the sound abatement foam recall. There were no reports of medical intervention. Based on the information currently provided and available, no harm or injury has been sustained. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.